Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed at the completion of the clinical assessment, clinical was unable to find substantial evidence to support the reported event of the type 3b endoleak based on the medical records and imaging available to review. The secondary endovascular procedure is confirmed. Procedure related harms, device, user, or anatomy relatedness of this event could not be determined. However, due to the use of the strata material, this may have caused or contributed to the event. The final patient status was reported as discharged home in stable condition one (1) day post endovascular procedure. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Device iteration is afx with strata. Corrections: b2: outcomes attributed to adverse events has been updated. B5: describe event or problem has been updated. H6: result code: remove code 3233. H6: conclusion code: remove code 11.

Event description:
The patient was initially treated with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a 3b endoleak with aneurysm growth was treated by implanting two (2) suprarenal stent grafts. This event was previously reported under MFR report #2031527-2016-00043. Now, approximately 3 years post intervention, the patient presented for a routine follow up with another type 3b endoleak and re-intervention has been scheduled. Additional information: clinical assessment identified lower back pain was reported and the computed tomography (CT) scan revealed sac growth of 7.5 cm x 8.4 cm. An intervention was completed, and the patient was treated with an afx2 bifurcated stent graft and four (4) ovation ix iliac limb stent grafts. Final patient status was reported discharged home in stable condition one (1) day post procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. "Device iteration is afx with strata."

Event description:
The patient was initially treated with a bifurcated stent graft and a suprarenal extension to treat an abdominal aortic aneurysm (aaa). Approximately 3.5 years post initial procedure, a 3b endoleak with aneurysm growth was treated by implanting two (2) suprarenal stent grafts. This event was previously reported under MFR report #2031527- 2016-00043. Now, approximately 3 years post intervention, the patient presented for a routine follow up with another type 3b endoleak and re-intervention has been scheduled.